Event description:
The pt underwent a pelvic floor procedure in 2004. In about 6 weeks, the pt reported urinary incontinence. A suburethral tape was placed on 7/2004, and the pt's urinary incontinence resolved by a month.